Manufacturer narrative:
Submit date: 09/01/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on 06/14/2016 that the customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, it was discovered that the unit's rotor turns clockwise.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. Design enhancements were put in place in to enhance the strength of the shaft material. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.